Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the one touch surestep meter has a power issue (meter will not power on). This medical surveillance specialist contacted the patient to obtain more information. However, the patient refused to provide any more information. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin-no adjustments. The reporter indicated that the power issue began the day before at 8am. At 8:10-8:15am, the patient obtained a blood glucose reading of "25mg/dl" on an emergency medical service meter while receiving IV glucose from the healthcare provide. The reporter also indicated that the patient passed out 24 hours and 46 minutes after tge product issue began. It would have been helpful to clarify when the product issue had begun. Additional information would help includes the patient's diabetes medication regimen and testing frequency, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. Furthermore, it would have been helpful to know whether the medical intervention and the reported symptoms occurred during the same time or were there two separate events. During troubleshooting, the customer care advocate verified that the meter's battery was replaced per the owner's manual, the condition of the contact was good, and there was no product misuse. However, the power issue was not resolved. This complaint is being reported because the reporter claimed that the patient was hypoglycemic and passed out after the issue began. It is unclear how much time had elapsed between the power issue and the medical intervention and therefore, it is not clear if the patient was unable to test prior to becoming symptomatic. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.